Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler. However, there is no documentation in the complaint to show a causal relationship. Per the pdrn, it is suspected that touch contamination is the cause of the peritonitis. There was no allegation of a machine malfunction or cassette leak reported for this event. Based on the available information the liberty select cycler and cycler set are not the cause of the peritonitis. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was diagnosed peritonitis (signs and symptoms unknown) while on vacation. The pdrn stated that the cause of the patient¿s peritonitis was suspected to be touch contamination. The patient presented to a local emergency room (ER) and was treated with intravenous vancomycin, which was subsequently changed to a 2 week oral route (dose unknown). The patient¿s culture results and white blood cell count were not available. Additional details surrounding the patient¿s ER course and condition were requested, however, not provided.